Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to a flattened dome switch on the act button. Unable to perform functional testing due to the keypad anomaly. The unit responded properly when using a test keypad. No frozen screen was noted. The device had a scratched display window and cracked reservoir tube.

Event description:
The customer called to report a button error alarm during an infusion set change. The customer stated that the screen froze, and she cannot do anything. Advised the customer that the insulin pump would be replaced. Later, the customer's husband called, and stated that the customer was hospitalized due to high blood glucose levels. However, the customer was not available to troubleshoot at the time of the call. Advised the husband to have her call back once she is available. Nothing further was reported.